Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient mentioned that the ins battery stayed at 100%. The patient mentioned that it stayed at 100% for a couple of days and then it decreased. During the call the agent had the patient check if the stimulation was off or not. The patient confirmed they didn't see stimulation off on their controller screen. The patient reset the controller. The patient confirmed that there was no damage with the controller port and recharger. The patient was able to recharge the ins and got excellent quality. The issue was not resolved. The agent had the patient wait till the ins decreased and told the patient if the issue still persisted to call back for further assistance. New information was received from a patient's representative (rep). The rep called back and reported that they are still not seeing the ins battery level deplete. It stayed at 100% charge instead of draining to around 35% every day like it normally would. The caller was concerned because they thought that they should be charging, but they saw 'charging needs attention.' The agent understood that this showed because the ins was fully charged, but it could not be confirmed. This is because the caller unplugged the recharger, so the screen changed to cable disconnected [60]. The agent had the patient check the charge levels again. The controller was at 80%, and the ins was at 100%. After exiting to the home screen, the caller confirmed that the top of the screen said 'stimulation is off.' The agent walked the caller through turning stimulation on and checking the program settings to confirm that stimulation was not at zero. Group c, program 1 showed an intensity at 4.7 when checked. The agent reviewed that the ins battery level should deplete like normal now, and they may need to turn stimulation back on manually in the future if the ins battery got too low before recharging. The caller monitored the issue moving forward.